Manufacturer narrative:
Complaint has been evaluated and is similar to report number: 1644408-2022-01079; 952-28-50i, s808 infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery: due to infection.